Manufacturer narrative:
The customer was not willing to provide further details about patient harm and the procedure outcome. The field service engineer tested the system and found it was within specifications. The business innovation unit analyzed all available data and concluded that the used dose can be explained looking at the used fluoroscopy time (166 minutes), number of cine runs (70) and the used test shot lock in procedure ¿cerebral 6 fps¿. 7.3 gy is very realistic in this case; the fact that a long procedure was necessary lead to the high patient dose. The field service engineer educated the customer to use 2fps instead of 6 fps and also suggested to reduce the fluoro and exposure time whenever possible. The customer agreed and no issues have been reported afterwards. (B)(4).

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4)

Event description:
Philips received a complaint from the customer in which they stated that a patient suffered from hairloss after a procedure where the patient received a total dose of 7.3 gy. Patient suffered from hair loss caused by radiation.